Event description:
It was reported, the implantable neurostimulator (ins) ¿moved up¿ about a ¿week or two¿ after implant. The patient saw their healthcare provider (hcp) for a post-operative check, and the hcp was reportedly "not concerned" about the ins moving upwards. No symptoms or interventions were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4);product type programmer, patient product ID 3889-28, lot# va0hh5u, implanted: 2014 (B)(6); product type lead. (B)(4).